Event description:
The user facility reported that when the locator of the involved angio-seal device was attempted to be inserted into the insertion sheath, the locator encountered resistance. When the insertion sheath was visually checked, and a kink was observed in the tip of the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There was no patient injury/medical or surgical intervention required. There was no equipment or other devices used with the above product.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been bending/flexing of the sheath during component assembly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.